Event description:
Na.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The medihoney (ID 31815) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was requested to integra's medical affairs team and the following was concluded: localized reactions to medical honey are anticipated, regionally limited skin responses and are documented in the product risk files, including: local reaction (includes pain) skin burning sensation (synonymous with stinging, which may or may not be accompanied by redness or other signs of irritation). A corrective and preventative action (CAPA) was initiated based off of issues defined by multiple hhes (health hazard evaluation) executed for medihoney product families. Medihoney is pending remediation activities and had been on product hold since 28mar2025 under quarantine.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported a medihoney gel (ID 31815) caused a leg to become red and hot. She stated that, "it had a burning feeling that hurt really bad. So, I just quit using it. Thought maybe I was allergic to it."